Manufacturer narrative:
The original MDR was filed 3/30/2017 patient data now provided by account. A siemens healthcare diagnostics customer service engineer (cse) was dispatched to the site on multiple dates and performed troubleshooting and parts replacements including replacement of the ultrasonics board. The siemens headquarters support center (hsc) representative evaluated the available information. The root cause of the discordant depressed calcium results is unknown. The customer declined further service and troubleshooting. No further evaluation of the device is required.

Event description:
The account has now provided initial and corrected patient results. Calcium results (mg/dl) (B)(6) 2017 (B)(6).

Manufacturer narrative:
The customer called the customer care center concerning discordant depressed calcium qc and patient results on the dimension exl 200. The root cause of the discordant depressed calcium results is unknown. Siemens headquarters support center is investigating the incident.

Event description:
Discordant depressed calcium (ca) results were obtained on qc and patient samples on the dimension exl 200 system. Patient results were reported to the physician(s) while qc was out of range low. There is no indication that patient result were questioned by the physician(s). After qc was detected out of laboratory ranges, the same patient samples were repeated on an alternate dimension instrument. Higher results were obtained and corrected results were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed calcium (ca) results.